Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump turns off unexpectedly. Reportedly, a low power alert was annunciated prior to the pump shutting off. The customer plugged the pump into a power source and the pump turned on. Subsequently, a malfunction alarm occurred during the load process. The customer's blood glucose (bg) level was 282 (mg/dl). The customer delivered a correction via manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.